Event description:
It was reported that on (B)(6) 2010, percutaneous coronary intervention (pci) was performed and a promus 2.5 x 18 mm stent was implanted in the pt. Dilatation was performed with a non-abbott balloon dilatation catheter at 22 atmospheres (atm); however, the lesion was not dilated completely, and the distal part was dilated too much. Angiography was performed and the lesion appeared to be in good condition; however, when an intra-vascular ultrasound (ivus) was performed, it was confirmed that some part of the stent was not expanded fully. After the pci, the pt's condition was good. On (B)(6) 2010, the pt experienced chest pain and was admitted to the hospital. On the same day, pci was performed. A thrombectomy was attempted; however, it was unable to aspirate the thrombosis because the blood vessel diameter was narrow, and it had severe tortuosity. Therefore, the thrombectomy catheter could not be advanced. Balloon angioplasty was performed with a voyager 2.0 x 15mm (20atm) and with another non-abbott balloon catheter to complete the procedure. Five days later, coronary angiography was performed and it was noted that the blood flow was not good, so a non-abbott 2.5 x 8 mm stent was implanted within the promus stent. It was confirmed that the residual stenosis was reduced to 0% under angiography. Ivus was performed and the minimum stent diameter was found to be below 2.0 mm. It was confirmed that the inner diameter was not enough. The physician commented that during the first pci on (B)(6) 2010, the minimum stent area was not obtained because the lesion was tortuous and therefore a stent fracture might have occurred. No additional info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant info. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.